Manufacturer narrative:
Result: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 83824 with the incident lot was observed.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes were cloudy, no report of medical interventions or serious injury.